Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro dissection tip broke during dissection, however, they are not sure when exactly it occurred. They noticed pieces of the dissection tip in the tunnel when they began ligation. They were able to retrieve all of the pieces. The same unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning with all of the broken pieces.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that there were proximal end breakages all around the end of the tip and fractures along the length of it. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. Internal file number - (B) (4).